Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to poor sanitary conditions but further specifications were not provided. On an unreported date, the patient was hospitalized for the event. The patient was treated with intraperitoneal ofloxacin and intraperitoneal vancomycin (doses, frequencies, and durations not reported) for the peritonitis event. The patient was reportedly hospitalized for the event for more than ten days. At the time of this report, the patient had recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information is not available at this time.